Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the shaft broke. The target lesions were unknown. A 15 x 4.00 flextome cutting balloon catheter monorail was selected to treat the unspecified target lesion. During a percutaneous coronary intervention treatment procedure, it was noted that the shaft broke in half. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is good.